Manufacturer narrative:
The health effect impact code should have been 4642. -additional device required and 4610 - inadequate/inappropriate treatment or diagnostic exposure rather than 4610 - inadequate/inappropriate treatment or diagnostic exposure only. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2024-07231. It was reported that the patient experienced pain at the ipg site and l5 lead migration. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein a l5 lead was added to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: section d6b-the explant date was incorrectly added in the previous report. No product was explanted during the revision surgery on (B)(6) 2024. Correction: section h6- the health effect impact code should have been 4610 - inadequate/inappropriate treatment or diagnostic exposure rather than 4610 - inadequate/inappropriate treatment or diagnostic exposure and 4629 - device revision or replacement.

Event description:
Additional information indicates that the ipg pocket site pain and the migration of l5 were resolved with the revision surgery which took place on (B)(6) 2024 for which a l5 drg lead was added.